Event description:
It was reported the stylus pen port was not working. It was also reported none of the printers use the printer connection. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed incoming functional testing. It was noted no stylus was returned with this programmer. A know good stylus worked correctly with this programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).